Event description:
Both leak and occlusion¿ ¿at hub¿ ¿line had to be pulled¿ duration: ¿<2hrs¿ continuous infusions: ¿nvn at 2.8 cc, lipids at 0.2 cc¿ medications: ¿caffeine¿ notes: ¿new PICC line placed. When PICC dressing was assessed 1 hour after placement, the dressing was noted to be wet. Lip notified. Dressing was removed, and nvn/lipids were noted to be leaking from catheter hub. Extension tubing removed and reattached, ensuring tight securement. PICC redressed. No further leaking noted. Labs were drawn at the time of the leak, and all labs were stable. Line ended up leaking again and was unable to flush 2 hours later line had to be pulled and replaced.¿

Manufacturer narrative:
It is unknown if the sample is available. As of the date of this report, the sample has not been returned. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
After thoroughly reviewing the manufacturing and inspection records for this lot, we found no deviations or non-conformances. Based on the product experience report, the customer indicated the sample was available for return. Several attempts were made to have the sample returned. Unfortunately, no samples have been returned for evaluation. Additionally, we did not receive any photographic or visual evidence that would have allowed us to further review your concern. Unfortunately, without the necessary evidence, we are unable to conduct a thorough investigation at this time. As a result, determining the root cause and corrective action is not feasible. If samples become available in the future, the complaint can be reopened for investigation. Additional information provided in h6 and h11.